Event description:
The recipient was reportedly experiencing discomfort with device use. Programming adjustments were made, however, the issue was not resolved. Testing revealed the device is functioning outside specifications. Revision surgery will be scheduled.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground ring case at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures on the electrode ground ring case node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.